Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly also, unable to perform any tests due to blank display. The insulin pump had cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went blank after being exposed to moisture. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated that the insulin pump was vibrating without an alarm or alert. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.